Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was having problems with recharging and was "fed up" so gave up on using the device about a year ago. Patient had poor communication with the recharger. An overdischarge is suspected and the patient was referred to the physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.